Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. The patient was noted to have tortuous anatomy. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. It was reported that the was sheath became kinked during the procedure. The procedure was cancelled. The patient was under general anesthesia. There were no patient complications or consequences that occurred as a result of this event.